Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones due to high out-of-range shock impedance measurements. Upon review, it was noted that over the last year, this ICD exhibited a gradual increase in shock impedances measuring high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were discussed and recommended. The patient is going to be monitored. No adverse patient effects were reported. At this time de ICD and the rv lead remain in service.